Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 79-year-old (at the time of initial reporter) female patient of unknown origin. Medical history was not provided. Concomitant medications included hydroxychloroquine phosphate, methotrexate, prednisolone all used for treatment of unknown indication; hydrochlorothiazide, telmisartan for blood pressure; metformin hydrochloride for support for blood glucose and acetylsalicylic acid as blood thinner; too many unspecified medications for treatment of unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin m 70/30, 100 units/ml) from a cartridge, via a reusable pen (humapen ergo ii), at unknown dose, unknown dosing frequency, subcutaneously, for treatment of diabetes mellitus, beginning on an unknown date in 1995. On an unknown date, after starting human insulin isophane suspension 70%/human insulin 30% therapy, she tried unspecified insulin. Also, due to her stress and sadness because of death of his husband her blood glucose level increased/blood glucose level could not adjust. Her blood glucose level could not be adjusted with self-pen insulin given by physicians, so she went back to old pen. On an unknown date in 1996, she was hospitalized as her blood glucose could not adjust. She was hospitalized several times due to other unspecified ailments, not due to diabetes. She had rhythm disorder, tension, many other unspecified issues, heart disease (unspecified). On an unknown date, she was diagnosed with arthritis rheumatism, her hands and feet were in pain, she could not stop due to pain (as reported). She could not walk due to rheumatism; she could only walk inside the house with cane. Since an unknown date in (B)(6) 2019, she started to use another humapen ergo ii (1703d02). She was using application pen until the application pen worn out. On (B)(6) 2023, she was disturbed due to device issue, she forgot some things (not specified) since she received a lot of unspecified medicine. On (B)(6) 2023, she started to receive new unspecified medications and she got some relief. She received propafenone hydrochloride for rhythm disorder. She had a lot of unspecified ailments and diabetes caused all of them. Further information regarding hospitalization, corrective treatment of other events, outcome of the events and status of human insulin isophane suspension 70%/human insulin 30% therapy was not provided. No follow up would be attempted as the reporter did not give consent for follow-up. Patient was the operator of the humapen ergo ii and her training status was not provided. The general humapen ergo ii device model duration of use and suspect device duration of use was approximately four years. Action taken with suspect humapen was not provided and its return was not expected. The initial reporting consumer did not provide relatedness assessment of the event with human insulin isophane suspension 70%/human insulin 30% therapy and suspect humapen ergo ii device. Update (B)(6) 2023: all information received on (B)(6) 2023 were processed together. Update (B)(6) 2023: additional information received on (B)(6) 2023 from the global product complaint database. Entered the device specific safety summary (dsss) and updated the medwatch and european and canadian (EU/ca) device fields. Upon internal review of information received on (B)(6) 2023 updated improper use and storage from no to yes for the suspect device. Used initial receipt date to allow for correct expedited reports to generate. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements: please refer to statement dated (B)(6) 2023 in the field. No further follow up is planned. Evaluation summary the reporter stated the patient used the humapen ergo ii for approximately four years. There was no product complaint for the device and the device was not returned for investigation. There was evidence of improper use of the device. The patient used the humapen ergo ii for approximately four years. The humapen ergo ii user manual states to not use the pen for more than three years after the first use.